Manufacturer narrative:
Review of the product history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dr. (B)(6) performed an I&d of a left hip and replaced the liner and head.

Manufacturer narrative:
The following devices were also listed in this report: delta un.fem hd 40mm r40 16/18; cat# 6519-1-040; lot# 60615904. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding revision surgery involving a trident liner and ceramic head was reported. The event was not confirmed. Device evaluation and results: not performed as product was not returned no medical records were received for review with a clinical consultant all devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided and the device was not returned. Further information such as product evaluation, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause no further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Dr. (B)(6) performed an I&d of a left hip and replaced the liner and head.